Event description:
The report indicated that the customer's bg levels remained high (296-474mg/dl) while wearing a pod over the course of three hours. Neither a kink nor blood was observed in the cannula. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.